Manufacturer narrative:
A1: it was noted in follow-up that there was no patient present at the time of the event. The smiths medical pump was returned in good physical condition. There was evidence of the "cassette not attached properly" error in the event log. The pump was visually inspected and the cassette was found to be attached but the device was still alarming "cassette not attached properly". The issue was confirmed and the cause was found to be the downstream occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump would not recognize the cassette. There was no patient involvement.